Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
The customer contact reported, the device did not alarm when a distal occlusion was present. At an unspecified time, the device was programmed to deliver an unspecified concentration of insulin at an unspecified rate reported to be less than 1ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the pt's blood glucose was "1400". At that time, the physician noted the tubing set was clamped distal to the device with no device alarm. The customer contact could not specify how long the tubing set had been clamped. The pt was treated with an unspecified bolus dose of insulin and therapy was resumed using the same device. After an unspecified length of time, the blood glucose was repeated and drawn from the uvc (umbilical vein catheter); the results were unspecified. Though requested, no additional info was provided.